Manufacturer narrative:
Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the exact cause of the late migration is unknown. It is possible that the first sapien xt was undersized based on native annulus dimensions (19.8mmx25.8mm), contributing to the migration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Initially, a 23mm sapien xt valve was deployed 50/50, uneventfully, with an additional 1cc of volume in the delivery system. The valve appeared to be functioning well with trace-mild paravalvular leak (pvl). Eight days post-op tavr procedure, the patient presented with heart failure symptoms and a tte was performed. Thirteen days post-op, a tee was performed and it was perceived that one of the leaflets of the 23mm sapien xt was not properly functioning. The patient is currently hospitalized with symptoms of heart failure. After interrogation of the tee, it was confirmed that the valve had migrated into the lvot. The decision by the team in conjunction with the edwards proctor was to place a 26 sapien xt with 2 cc removed from nominal volume inside the 23 mm sapien xt, via tao approach. After placement of the 26 mm sapien xt superior to the previously implanted valve, moderate pvl was noted on tee. The decision was made to post dilate the 26 sapien xt with 1 additional cc. After post dilation, tee confirmed little change in the pvl. The decision by the proctor and the team was to place an additional 26 xt lower than the previous 26 xt but higher than the 23 xt implanted on 01-06-2015. The as+ delivery system was prepped to 1 cc less than nominal. After implant of the second 26 xt, mild to moderate pvl was noted. Post dilation of all three valves with no additional volume added was performed. Tee revealed slightly reduced mild to moderate pvl. At that time the procedure was ended. The tao sheath was removed, access repaired, and patient was sent to recovery in stable condition. The patient¿s native annulus measured 19.8x25.8mm, with a diameter of 395.4mm2 with moderate calcification and mild aortic root calcification.